Event description:
It was reported that during a low anterior resection procedure, after firing the device, the surgeon realized that the anastomosis was no complete. Used a different device to finish the procedure. There was no patient consequence.